Manufacturer narrative:
No samples or photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The catheter complies with inspection requirements and were found in accordance with bd specifications. Potential root cause can be directed to possible handling issues. As per complaint additional information provided by the customer ¿catheter was withdrawn through the epidural needle¿. As it is explained in the instructions for use, this practice may increase the risk of catheter damage and therefore it is not recommended. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction, annex f code updated.

Event description:
No additional information.

Event description:
When using epidural kit no 400273, a piece of the epidural catheter was left in the patient. We no longer have the pack. Additional information: there is no impact on the patient just now, the did a lot of extra examinations and test but so far, they can¿t find any damage. There are no sample to be collected and no pictures of the product available.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.